Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room after experiencing presyncopal symptoms, interrogation revealed high ventricular rate and noise reversion episodes that were caused by noise artifact. Upper out of range pacing lead impedance was observed. The right ventricular lead was capped and replaced. The patient condition was stable after the procedure.